Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of six reports (3007042319-2016-00779, 00780, 00781, 00782, 00783, and 00784) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient requested to change the batteries to due to repeated switching and change in status bars. It was stated that the batteries had greater than 50 percent of power when the switching occurred. It was further stated that the issue was resolved with the exchange of the batteries. It was stated that there were no effects or consequences to the patient. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Three batteries were returned for evaluation ((B)(4)) and three batteries were not returned for evaluation ((B)(4)). Log file analysis did not reveal any anomalies during the analyzed period. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event of power switching. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. However (B)(4) was received in an over depleted state (possibly due to a prolonged storage) which enabled safety flags which rendered it inoperable in order to preserve the battery cells. After charging the battery, these flags were reset and the battery was again operational. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Analysis of three of the batteries could not be performed as the devices were not returned. This is report four of six reports (3007042319-2016-00779, 00780, 00781, 00782, 00783, and 00784) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.